Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported receiving a low battery notification alert on the inpen app. The customer reported no adverse event. The event involved product(s) mmt-105elblna. Troubleshooting was performed. The customer had not used the inpen long enough to expect a low battery notification, suggesting a potential early battery issue. The customer was advised that when the inpen battery expires, they would still be able to dose insulin, but doses would not be logged in the app. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pen. Mmt-105elblna was requested, and the customer response was that the device will be returned.

Manufacturer narrative:
No physical damage to cartridge holder. Front cap shell wont lock in place. Unit paired successfully to commercial app. Inpen received with leadscrew fully rewind. Inpen passed baseline and wireless functionality. App logbook displayed: 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u. Inpen passed displacement dose accuracy. Battery investigation was performed, and battery measured 2.990 volts. No battery anomaly was noted. Inpen app home dashboard did not display any battery warning/notification. Inpen failed front cap investigation. Inpen front shell does not fit securely onto cartridge holder due to small snap arm being cracked / broken. In conclusion: inpen working as designed. No battery anomaly noted. Inpen app home dashboard did not display any battery warning/notification. Inpen was working as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.